Event description:
It was reported that during implant procedure, cloudy header was noted on patient's new implantable cardioverter defibrillator (ICD). The cid was not installed and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.